Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident was established. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further interpretation of the attached images is required, and no further medical assessment is warranted at this time. A review of the pictured provided in the article showed the patient was burned. A review of manufacturing records could not be completed since a lot number was not available. A complaint history review found related failures. The instructions for use (IFU) was reviewed and contains warnings and precautionary measures related to proper use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection and functional evaluation cannot be performed as the device was not returned for evaluation. The complaint was confirmed as the article provided pictures of the patient burns. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) pre-warmed saline was used (2) the set point was lower than the default set point (3) inadequate flow and circulation of saline. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that patient had a 2nd degree dermal burn with ambient super turbovac after an arthroscopic acromioplasty and rotator cuff repair. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.